Event description:
Patient with evd placed on (B)(6) and medtronic becker drainage system in place from operating room, requiring drainage system change out on (B)(6) 2024 to natus drainage system. The medtronic becker drainage system is not a device that can be secured well to the IV pole like other systems, it hangs on a [invalid]from the top of the pole and the staff have to creatively secure it. The burette portion of the medtronic becker drainage system being used for this particular patient became lose and was not able to be tightened to maintain the ordered level per the provider order. This created an unsafe situation for the patient and the malfunctioning drainage system needed to be disconnected and replaced by the rn. The rn notified the provider of the issue and received an ok to change out the drainage system.